Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black dust adhered to the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer contact information has also been updated in this follow up report. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation of the device, the manufacturer visually inspected the device and found no evidence of foam degradation. Internal evaluation of the device found white contamination and indeterminate black particulates, inconsistent with degraded sound abatement foam, and some very small potential hairs at the air input of the blower box. Black contamination, consistent with keratin, was observed at the air outlet of the blower box. Indeterminate black particulates were observed all throughout the enclosure and in the blower box and does not appear consistent with foam degradation. Product investigation lab can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The device's downloaded event log was reviewed by the manufacturer and found 2 errors logged. The manufacturer was unable to confirm the complaint of black dust but has confirmed multiple black particulates throughout the device that does not appear consistent with previously observed foam degradation. Please see sections g1, h3, and h6 for this updated coding and information.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.